Manufacturer narrative:
Three (3) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was moisture contamination in an unspecified quantity of non-vented high-volume inlets. The moisture contamination was discovered in the IV room prior to patient use. There was no patient involvement. No additional information is available.